Event description:
During vaginal prep, the sponge broke inside the pt's vagina. Frank bleeding was noted. Upon examination by the surgeon he noted a circular 3 x 2cm laceration near the cuff. On the left lateral wall, a linear 2cm laceration was noted. On the right posterolateral wall, a stellate laceration about 1.5cm was noted. The surgeon repaired the vaginal tears.